Manufacturer narrative:
The returned incident device was inspected and evaluated. The wrist restraint had not been applied per the instructions for safe use supplied with the device by the MFR. The instructions indicate the end user needs to do the following in order to properly apply the restraint. It should be placed around the pt's wrist, closed with the hook and loop closure, then with the buckle closure. The returned device had only been closed using the hook and loop closure. Replication of the incident only occurred when quality staff applied the restraint in an improper manner using only the hook and loop closure. The instructions for use also state that the pt's physician should determine if, when and what kind of restraint should be used for his/her pt. The incident wrist restraint, as stated in the instructions for use, is indicated for use only with mildly agitated or disoriented pts as a gentle reminder to remain in bed. The MFR's investigation indicates the restraint was improperly applied to the pt, and the pt's condition as provided by the user facility may have required a different type of restraint device.